Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The user was educated on focusing on trends rather than individual readings, but the issue was not resolved through explanation.the case was escalated to the next level of support. The escalation response advised uninstalling and reinstalling the app, then re-linking the sensor to clear the calibration buffer and correct a potential calibration misalignment. After re-linking, the system would return to initialization, and the user should perform one calibration per day for three days while monitoring performance. After monitoring, variability in glucose data reduced, and recent calibrations aligned well with sg trends. The user was advised to continue using the system and calibrate when prompted, entering any additional differences as calibrations or manual glucose entries. The user understood and agreed. B4. Date of this report 21 dec 2025. G3. Date received by the manufacturer? 21 dec 2025. H6. Investigation findings updated to 114.

Manufacturer narrative:
The user reported differences between sg and bg readings.based on additional review, variability in glucose data has decreased following the sensor re-link, and recent calibrations align well with sg trends. The user is advised to continue using the system and perform calibrations as requested. If any further differences are observed, the user should be instructed to enter them in the app as calibrations or manual glucose entries.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.